Manufacturer narrative:
This event is related to MFR report # 8010182-2019-00001. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported with in a 24-hour period, four prismaflex m100 sets experienced clotting issues during patient treatment with continuous renal replacement therapy (crrt). Pressure trending was reinforced. In two of the four clotting events, the extracorporeal (ec) blood was reportedly not returned to the patient. The amount of blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: should additional relevant information become available, a supplemental report will be submitted.